Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they insulin pump was damaged. The customer¿s blood glucose level was unknown. Customer stated that the lot of scratch on the screen and indented on the upper part. Customer also stated that they did not read the display. Customer troubleshoot was performed. Customer was advised to that the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test. Insulin pump received with cracked keypad overlay at select button and missing display window cover.